Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd895797 and gd895789 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Eight days after the onset of peritonitis, the patient was hospitalized. The cause of the peritonitis was unknown. The peritonitis was treated with vancomycin and ceftazidime (unknown rate, dose or route) while in the hospital; then was transitioned to ancef daily for 16 days (dose and route unknown). No additional information is available.